Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a skin reaction at sensor insertion site that occurred on (B)(6) 2015. Sensor was inserted at the thigh on (B)(6) 2015. Patient's mother described the skin reaction as a raw, oozing, red rash in the shape of the adhesive patch, resembling a burn. Patient's mother reported that there is no scarring to the affected area. Patient's mother treats the affected area with over the counter (otc) neosporin. Additionally, patient was seen by her health care provider (hcp) on (B)(6) 2015, for the reported event. Hcp did not prescribe any medications but did recommend that the patient applies otc flonase to the site prior to sensor insertion. Patient has not yet tried using flonase. It was further reported that the patient visited an allergist for the reported skin reaction. Date of medical intervention is unknown. At the time of contact, patient's mother reported current condition of patient as "good". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.